Event description:
Describe the event or problem: needle stick injury -this rn was doing peripheral blood work using new butterfly needles. Unable to retract needle due to issue with needle retractor being stuck. Nurse is doing well.

Manufacturer narrative:
The returned samples and correct lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.